Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional and distributor should be unmarked from the initial medwatch), component code is being corrected to "451 - electrode". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the broken loop of the electrode was confirmed. Based on the results of the investigations, the suggested event was likely due to deformation. This deformed distal end came into contact with a conductive material, resulting in a sparkover. In such a case, a high current flow was concentrated on a single point of the loop wire. As a result, the material melts immediately and then solidifies again. This reported issue and damage can also be attributed to user error or wrong handling. Depending on the status of the instructions for use, two additional cautions have been communicated through the leaflet: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the electrode's distal end loop broke. The issue occurred during a therapeutic transurethral resection in saline (turis) procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed using a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.